Event description:
The customer reported battery failure. It is unknown if there was patient involvement when this incident occurred.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The customer was provided a quote for onsite services. The engineer provided their analysis findings however final disposition of the device could not be confirmed because the customer did not respond to the service quote and requests for additional information. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.